Manufacturer narrative:
Corrected data: new information corrects the suspect device.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed incomplete lead pin insertion.

Event description:
It was reported that the vns patient¿s device showed high impedance following generator replacement surgery. No patient manipulation or trauma was reported. A chest x-ray was provided to the manufacturer for further review. The generator appears in the chest but its placement could not be assessed with the image provided. The filter feed-through wires appear to be intact. The lead connector pin appears not to be fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance is believed to be incomplete lead pin insertion. No known surgical interventions for the high impedance have occurred to date.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2014 to reinsert the lead pin into the generator header. It was reported that the high impedance did not resolve with reinsertion of the lead pin. The lead was not replaced. It was later reported that the patient was scheduled for generator and lead replacement. Surgery is planned, but has not occurred to date.